Event description:
The cryosurgical system was noted to have a cracked thaw heat exchanger. If this were to occur during a procedure (which it didn't) it would be possible that less than adequate heat would be developed in the thaw cycle. This may require an extended time to thaw the probes.